Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus received additional information from the facility stating that the device tested positive for klebsiella pneumonia. The device was cultured following cdc guidelines. The device was reprocessed with rapicide, hemco alcohol, and medichoice in a non olympus automated endoscope reprocessor (aer) medivator edge. There have been no problems noted with the aer. The aer's last preventative maintenance was performed on november 2015. The channels of the device are brushed during manual cleaning using an olympus single use brush (model# bw-412t). Pre cleaning is performed immediately after each procedure following olympus instruction manual. Leak test is performed using an olympus mu-1. The device is stored in a ventilated duodenoscope storage cabinet. The last olympus endoscopy support specialist (ess) in-service visit took place on april 2016. All reprocessing staff has been properly trained.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was sent to an independent laboratory for microbial testing. The device tested positive for klebsiella pneumoniae. The device was then returned to olympus for evaluation. A boroscope was used to inspect the interior walls of the biopsy and suction channels of the device. No stains were observed on the channel walls; however, minor scratches were found on the biopsy channel walls at the bending section area. In addition, minor scratches were found on the distal end and cracks were noted on the bending section cover glue. The scope passed leakage testing. The device was serviced and returned to the facility. Due to the criticality of the device failures noted, the most likely root cause of the reported event is due to improper maintenance of the device. The instruction manual contains several warning statements in an effort to prevent severe equipment damage and patient injury. ¿before each case, prepare and inspect this instrument. If irregularities are suspected after inspection, follow the instructions given in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ in addition, an olympus endoscopy support specialist (ess) provided an in-service visit at the facility on june 29, 2016 to assess and observe the account¿s reprocessing practices and to provide reprocessing training. The ess identified that the facility is not utilizing cleaning brush model# maj-1534 during manual cleaning as stated in the instruction manual. The ess will conduct two additional in-service reprocessing trainings to ensure all staff is educated. The ess follow up visits has not been finalized.

Manufacturer narrative:
The device was returned to olympus for evaluation; however, the device evaluation is still in progress. The cause of the reported event could not be determined at this time. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized.in addition, olympus made multiple follow up attempts to obtain additional information from the user facility via telephone and in writing; however, no additional information was obtained.

Event description:
Olympus was informed that the device tested positive for gram negative bacteria after several reprocessing cycles in a non olympus aer (medivators edge). No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdt to odg.